Event description:
During an atrial fibrillation procedure, the catheter became entangled within the femoral vein and vascular surgery was required. During the mapping process, the catheter would not deflect as expected. An attempt was made to remove the catheter by positioning it in the right atrium. While removing the catheter and sheath together the catheter became stuck in the femoral vein. Under x-ray a wire and the insulation appeared to be fractured. A snare was used to attempt to remove the catheter via contralateral approach to the femoral vein with no resolution. Surgical intervention was required to remove the device. The procedure was canceled and the patient is in stable condition.

Manufacturer narrative:
Based on abbott's investigation, the spiral loop had been stretched out of shape and the spiral loop no longer deflected according to specifications. Additionally, the shaft of the catheter was torn and separated exposing the internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the stretched spiral loop and torn shaft is consistent with damage during use. The cause of the catheter becoming stuck in the femoral vein was likely due to the aforementioned damage.